Manufacturer narrative:
Eua (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd quality performs a systematic approach to investigate positive control swabs components complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. Customer used the positive control swab instead of a normal testing swab. 10 minutes later they repeated the test correctly and the result was negative. The complaint was opened to document user error. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against positive control swabs was identified. Currently no adverse trend for positive control swabs was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that during use with the bd rapid detection of sars-cov-2 veritor¿, the user swabbed themselves with the positive control swab instead of the testing swab. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: staff member used positive control swab to self test. Staff member used the positive control swab instead of a normal testing swab. 10 minutes later they repeated the test correctly and the result was negative. Advised that as stated in the IFU the positive control swab contains non-infectious material. They did acknowledge that the positive control swab was wrapped on its in the characteristic green packaging so this was purely user error.